Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 05/20/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 - no device problem found. Investigation summary: according to the information received, after the first puncture, a suture has come off the needle, and some sutures tore by tying the knot. The product was returned to ethicon inc for evaluation. Visual inspection and functional test evaluation were conducted on the returned device. Visual analysis of the returned sample determined that a sealed box (36ea) and thirty-two unopened samples of product code f1880 were received for evaluation. Visual inspection of unopened samples and no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along of the strand and no defects, or damaged were observed. A functional test was performed and the pull force and tensile strength were above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Device history lot: a manufacturing record evaluation was performed for the finished device batch lpp552, xvf188019 and no non-conformances were identified. Additional information was requested and the following was obtained: did all 20 needles separate from the suture during use on the patient (intra op) or before surgery (pre op)? Please specify. 2 surgeries - just started sewing during the surgery (on 1 surgery - 16, on the second - 4). Did all 20 sutures broke during untying? How many sutures broke? - during tying a knot - the suture was torn, and the needle fell off during punctured + pulling the suture. Were there any patient consequences due to these events occurred during a single procedure? Please specify. The stitches tired out after the suture broke. The patient was fine, after using the teflon pads. Did the needles separate during multiple treatments? If yes, please indicate the pc number for each procedure. 1 surgery - mitral valve plasty, 2 surgery - pulmonary artery plasty. Was the patient's needle removed during the same procedure? The needles have been removed. Tissue structure: 2 - pulmonary artery. 1 - ventricles of the heart. It was reported that this patient underwent a mitral valve plasty and the suture was used on the ventricles of the heart.

Manufacturer narrative:
Product complaint pc: (B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did all 20 needles separate from the suture during use on the patient (intra op) or before surgery (pre op)? Please specify. Did all 20 sutures broke during untying? How many sutures broke? Were there any patient consequences due to these events occurred during single procedure? Please specify. Device return status/follow up? Additional information was requested and following was obtained: this is a single procedure with 20 events. How many needles separated from the suture during this one procedure? How many sutures tore by tying the knot? 2 ips are in the file. Did 2 needles separate from the suture during this procedure? And also sutures tore by tying the knot? Did the needles separate during multiple procedures? If yes, please provide pc number for each of the procedures. How many sutures had suture breakage and how many had suture needle pull off ? - no, we do not have information how many sutures had suture breakage and how many had suture needle pull off. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Note: 10 events were submitted via 2210968-2021-02691, 2210968-2021-02692, 2210968-2021-02693, 2210968-2021-02694, 2210968-2021-02695, (B)(4), 2210968-2021-02697, 2210968-2021-02698, 2210968-2021-02699 and 2210968-2021-02700. Other 10 events were submitted via 2210968-2021-02681, 2210968-2021-02685, 2210968-2021-02686, 2210968-2021-02687, 2210968-2021-02688, 2210968-2021-02689, 2210968-2021-02690, 2210968-2021-02682, 2210968-2021-02683 and 2210968-2021-02684.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2021 and the suture was used. It was reported that after the first puncture, a suture has come off the needle or tore by tying the knot. There were no patient consequences reported. Additional information has been requested.